Event description:
It was reported that there was a motor error alarm. The blood glucose reading was not given. The insulin pump was not exposed to a strong magnetic field. The customer was assisted with clearing the alarm. The patient was able to rewind the unit. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.